Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from (B)(6), 2020 - (B)(6) 2020. H10: three (3) actual samples were received for evaluation. Unaided visual inspection was performed which observed contaminated dark/transparent areas of the primary packaging on the back side and seen through on the front side of all samples. The cause of the condition was not determined. Functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that un unspecified quantity of dispensing pins were contaminated; further specified that the packaging was wet. This was identified prior to use. There was no patient involvement. No additional information is available.